Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic recieved information that a patient treated with a ped3 pipeline vantage had episodes of amaurosis fugax in right eye probably due to the suspension of plavix (dual antiplatelet therapy) the (B)(6) 2022 with maintenance of asa 100 mg. Additional treatment was given. In view of the suggestive clinic (amaurosis) possibly compatible with atheroembolic pathology at the site of recent stenting, proceeded with antiplatelet change as indicated in the med log. Possibly related to vantage device and dual antiplatelet treatment (dual) not related to procedure and ancillary device. The event resolved in (B)(6) 2022. Baseline aneurysm characteristics: side (hemisphere): right, location (vessel): internal carotid artery, specify segment of internal caroatid artery (ica): c5, location of aneurysm in vessel: sidewall, aneurysm morphology: saccular, maximum aneurysm diameter: 4.5mm, aneurysm dome height: 4.5mm, aneurysm dome width: 3.5mm, aneurysm neck size: 3.5mm, parent artery diameter distal to aneurysm: 4mm, parent artery diameter proximal to aneurysm: 4mm, no stasis at the end of the procedure. Raymons and roy occluson was class 3 at the end of the procedure. Additional information received reported that the event resulted in a new or worsening of existing neurological deficits. Episodes of amaurosis fugax in right eye was noted. No hospitalization was noted. Additional information received reported the ped3 had distal braid elongation: there was an endothelial reaction thqat lead to the deformation of the device. The adverse event (amaurosis fugax) could possibly be due to the endothelial reaction.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the event was reported as recovered/resolved on (B)(6) 2022. Actions/interventions taken to resolve the amaurosis fugax and braid elongation included concomitant or additional medication given. The cause of the event was unknown.